Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) disconnected without closing the clamps then reconnected. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. During troubleshooting, the technical service representative (tsr) found out the hp disconnected without closing clamps then reconnected. The tsr explained a se 2240 indicates a large amount of air has entered setup. The hp would complete therapy with manual supplies. The patient was involved but there was no patient injury or medical intervention reported. A follow up was made via phone call. The nurse stated the event had not been reported and the patient was doing fine with therapy as far as she knew. No patient injury or medical intervention was reported.